Event description:
This lead was returned without documentation from boston scientific. The serial number on this lead is not readable. It is unknown why this lead was explanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
We are unable to provide a manufacture date because the serial number is unknown.upon receipt, the lead under complaint was found cut approx. 35 cm distal to the is-1 connector pin. Only the distal fragment was received for analysis. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed signs of abrasion. The insulation was, apart from the present fragmentation, free of breaches. The fixation helix was found encapsulated by fibrotic tissue and the steroid collar was found damaged. The latter most likely occurred during the explantation procedure of the lead. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to a clinical event. The analysis of the available fragment did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.